Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable where they were able to duplicate the reported disappearing image issue. It was found that once the cable was manipulated, the image would disappear. Since the customer was provided with a replacement smart cable and there are no repairs available, the returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently and the cable was physically damaged. The customer indicated the procedure was completed with another glidescope avl system, which was made available within five (5) minutes. No harm to the patient or user was reported.